Event description:
Pt reported an elevated blood glucose of 421 mg/dl and being admitted to the hosp with dka and the flu. Pt was treated with IV fluids for 5 days. Pt remained on her device and was not treated with insulin IV or injections.